Event description:
Additional information was received for this case. The patient returned for follow-up and the previously reported type I endoleak has resolved without intervention.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51 x 83 mm abdominal aortic aneurysm. The left common iliac artery was occluded. The right common iliac artery was 15 mm in diameter and the left was 18 mm in diameter. The aortic neck was calcified, it was 22 mm in diameter proximally and 28 mm distally with a length of 25 mm and 15 degree angulation. It was reported that an I-shaped stent graft was implanted (a bifurcated stent graft was not used) using the endurant iliac extension and endurant aortic cuff in the aorta. There was severe calcification observed in the proximal aortic neck which resulted in the proximal type I endoleak. When angiography was performed again with the heparin being neutralized, the amount of endoleak was found decreased. The physician decided to monitor the patient. No clinical sequelae were reported.